Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of a middle cerebral artery (mca). It was reported post onyx embolization treatment procedure, the catheter could not be removed and was left inside the patient. Another catheter was used and reported the same issue occurred. Both catheters were successfully removed via surgical intervention. No other complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2011-00047; MDR# 2029214-2011-00048; MDR# 2029214-2011-00049.